Event description:
Procedure: gastrectomy. According to the reporter:this item was used during laparoscopic subtotal gastrectomy. After clamping cartridge at duodenum during procedure, idrive body did not work at all. It did not open+close and could no make a rotation and articulation. Battery was removed. This idrive was uncontrollable.(unused). The tissue was not damaged. The patient did not get injured and there was no significant blood loss. No further complication was reported. The surgery was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).